Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that due to the adhesive peeling of the distal end, the distal end is not secured. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to the adhesive peeling of the distal end, the distal end is not secured. Based on the results of the investigation, the most probable cause of the additional failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.